Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a major infection on (B)(6) 2022. Clindamycin was stopped on (B)(6) 2022 and the patients condition worsened. Staphylococcus aureus was found in new wounds sites and cephalexin was restarted on (B)(6) 2022. The patient was also treated with atmospheric plasma therapy twice a week. The patient was in ongoing/stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no new wound site on the patient. The site only described a bacterial infection in a new swab.